Event description:
It was reported that the patient presented to the hospital for an implant procedure. The right ventricular (rv) lead was noted to exhibit loss of capture later that evening following the procedure. The rv output was increased to maximum output and the rv lead was intermittently capturing. Chest x-ray confirmed that the rv lead was pulled back. The rv lead was successfully repositioned on (B)(6) 2025. The patient was in stable condition.